Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a dislodgment. During an attempted repositioning it was noted that unstable sensing and threshold level were noted, likely as a result of patient anatomy. No additional adverse patient effects were reported.

Manufacturer narrative:
This report contains a correction to the status of this device. It was initially reported as explanted but new information has shown the device was surgically abandoned.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a dislodgment. During an attempted repositioning it was noted that unstable sensing and threshold level were noted, likely as a result of patient anatomy. No additional adverse patient effects were reported. Information was later received that this device was not explanted, but capped and surgically abandoned.